Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit an orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The device history records for the femoral component were reviewed, indicating the device was manufactured, inspected, and packaged to specification.